Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl. While in the ER, the customer was under observation and no did not receive treatment. Customer was released from the ER a couple of hours later. Reportedly, customer started the load fill tubing sequence while connected at the infusion set site, however, customer disconnected at the infusion set site before the 10.2 units of insulin for fill tubing was delivered. Reportedly, elevated bg was due to the pump settings needing adjustment. Tandem technical support educated customer and advised them to consult with their healthcare provider regarding pump settings.